Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('low back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced asthenia ("asthenia"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depressive disorder"), migraine ("migraines"), arthralgia ("arthralgia") and musculoskeletal pain ("scapulalgia"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and coronectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, asthenia, depression, migraine, arthralgia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, depression, migraine and musculoskeletal pain with essure. The reporter commented: it was reported that the sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('low back pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 2011, ovarian cyst in 1990, deep vein thrombosis (after 2nd birth ), vaginal delivery (1999 and 2007), miscarriage and elective abortion. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced asthenia ("asthenia"), 6 years 9 months after insertion of essure. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depressive disorder") and musculoskeletal pain ("scapulalgia"). On an unknown date, the patient experienced migraine ("migraines") and arthralgia ("arthralgia"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and coronectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, asthenia, depression, migraine, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered arthralgia, asthenia, back pain, depression, migraine and musculoskeletal pain to be related to essure. The reporter commented: it was reported that the sample is available. No follow-up was performed after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: questionnaire received. Information added: patient's date of birth, medical history, events onset date, reporter assessment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a pharmacist and describes the occurrence of uterine perforation ("the right implant appears to cross the myometrium") and back pain ("low back pain") in a 45-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst in 2011, ovarian cyst in 1990 and elective abortion, miscarriage, gravida ii (1999 and 2007) and deep vein thrombosis (after 2nd birth). On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced back pain (seriousness criteria medically important and intervention required), asthenia ("asthenia") and depression ("depressive disorder"). Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), migraine ("migraines"), arthralgia ("arthralgia / scapulalgia/ pain in the joints."), heavy menstrual bleeding ("very heavy periods"), tooth disorder ("dental problems"), insomnia ("insomnia."), disturbance in attention ("concentration disorder") and speech disorder ("speech disorder"). The patient was treated with surgery (partial right salpingectomy, and essure removal by laparoscopic bilateral salpingectomy and coronectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, asthenia, back pain, depression, disturbance in attention, heavy menstrual bleeding, insomnia, migraine, speech disorder, tooth disorder and uterine perforation to be related to essure administration. The reporter commented: it was reported that the sample is available. No follow-up was performed after removal. Essure start date updated from (B)(6) 2013 to (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.5 kg. [Computerised tomogram pelvis] on (B)(6) 2019: essure implants are in place at the uterine horns. The right implant appears to cross the myometrium to the level of the uterine cavity. The left implant is in an interstitial situation at the level of the uterine horn. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-oct-2022: medical records received. Lawyer reporter, lab data, events: the right implant appears to cross the myometrium, very heavy periods, dental problems, insomnia., concentration and speech disorders added. Reporter causality comment and product start date updated. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('low back pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced asthenia ("asthenia"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depressive disorder"), migraine ("migraines"), arthralgia ("arthralgia") and musculoskeletal pain ("scapulalgia"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and coronectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, asthenia, depression, migraine, arthralgia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, depression, migraine and musculoskeletal pain with essure. The reporter commented: it was reported that the sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a pharmacist and describes the occurrence of uterine perforation ("the right implant appears to cross the myometrium") and back pain ("low back pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of salpingitis and ovarian cyst in 2011, ovarian cyst in 1990 and unilateral leg pain, irregular menstruation, pelvic pain female, malaise, excess sweating, hot flushes, tiredness, mastodynia, dyspareunia, pelvic pain female, adhesiolysis, appendicectomy, depression, mastopathy, vaginal burning sensation, skin disorder, tobacco user (2-3 cigarettes per day), parity 2 (1999,2007), phlebitis, mastopathy, salpingectomy, prolonged periods, menstrual migraine, appendicectomy, elective abortion (--94), miscarriage (2006), gravida ii (1999 and 2007) and deep vein thrombosis (after 2nd birth). Previously administered products included: diane, mirena and microval. Concurrent conditions were listed as metrorrhagia, irritability, frequency of menses, dysmenorrhea, muscle fatigue, headache, bowel motility disorder and lumboischialgia. Concomitant products included phloroglucinol, nsaids, duphaston (dydrogesterone), antadys (flurbiprofen) and utrogestran (progesterone). On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced back pain (seriousness criteria medically important and intervention required), asthenia ("asthenia") and depression ("depressive disorder"). Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), migraine ("migraines"), arthralgia ("arthralgia / scapulalgia/ pain in the joints./ she had pain in both knees"), heavy menstrual bleeding ("very heavy periods"), tooth disorder ("dental problems"), insomnia ("insomnia."), disturbance in attention ("concentration disorder") and speech disorder ("speech disorder"). The patient was treated with surgery (partial right salpingectomy, and essure removal by laparoscopic bilateral salpingectomy and cornuectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, asthenia, back pain, depression, disturbance in attention, heavy menstrual bleeding, insomnia, migraine, speech disorder, tooth disorder and uterine perforation to be related to essure administration. The reporter commented: it was reported that the sample is available. No follow-up was performed after removal. Essure start date updated from (B)(6) 2013 to (B)(6) 2013. Essure insertion discrepancy noted (B)(6) 2013 (B)(6) 2019, the patient was hospitalized for removal of essure because of side effects potentially related to essure. The surgery report mentioned that bilateral essure were inserted despite the absence of right fallopian tube. (There was only a stump of the tube on the right). Salpingectomy and cornectomy. Anatomo-pathological examination showed left para tubar cysts without suspect appearance and bilateral salpingectomy without significant histologic lesion essure insertion : 0 visible coil on the left side (implant visible at the ostium edge), 4 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.336 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2019: essure implants are in place at the uterine horns. The right implant appears to cross the myometrium to the level of the uterine cavity. The left implant is in an interstitial situation at the level of the uterine horn. [Hysterosalpingogram] on (B)(6) 2013: showed both essure in a correct position [magnetic resonance imaging] on (B)(6) 2017: l4-l5 and l5-s1 discopathy [ultrasound pelvis] on (B)(6) 2017: showed anterior sub-mucosa fibroma (12mm quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 16-oct-2023: medical history & concomitant drugs added. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('low back pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 2011, ovarian cyst in 1990, deep vein thrombosis (after 2nd birth ), gravida ii (1999 and 2007), miscarriage and elective abortion. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced asthenia ("asthenia"), 6 years 9 months after insertion of essure. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depressive disorder") and scapula pain ("scapulalgia"). On an unknown date, the patient experienced migraine ("migraines") and arthralgia ("arthralgia"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, asthenia, depression, migraine, arthralgia and scapula pain outcome was unknown. The reporter considered asthenia, back pain, depression, migraine, scapula pain and arthralgia to be related to essure. The reporter commented: it was reported that the sample is available. No follow-up was performed after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.